Event description:
New information received notes lead was sensing low amplitude r-waves. Patient has several co-morbidities. Lead was explanted and replaced.

Event description:
It was reported that noise was seen via merlin.net. The device detected return to sinus, and did not deliver inappropriate hv therapy. It was noted that one of the episodes was while the patient was working on large machinery. Many of the other episodes occurred while sleeping or sitting with no known source of emi. Programming changes were recommended. Lead to be monitored.

Manufacturer narrative:
A partial lead with the lead tip measuring 55.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.